Event description:
As a result of an internal review of the file, it was determined that the information provided for this the vitrectome was not working during the vitrectomy surgery. Surgery completed with the replacement of the cassette. There was no patient harm, does not disconnect with no patient harm, does not represent a reportable malfunction.

Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for this the vitrectome was not working during the vitrectomy surgery. Surgery completed with the replacement of the cassette. There was no patient harm, does not disconnect with no patient harm, does not represent a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectome was not working during the vitrectomy surgery. Surgery completed with the replacement of the cassette. There was no patient harm.